Event description:
Information received by medtronic indicated that insulin pump had post-reset ram crc alarm pump error alarm. Customer was able to clear alarm. Customer receive request to rewind pump and able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The device was returned for pump error 23 found on may 25, 2022. The device passed the displacement test and self test. No unexpected alarms/alerts noted during testing. Device successfully downloaded traces and history files using thump. The following pump errors were found in downloaded device history/trace files: pump error 23 on 05/25/2022 at 11:51:10.000 (filenumber = 39 linenumber = 672). Pump error 23 was expected due to device restarting. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of moisture damage on electrical board and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and cracked case-corner of belt clip rails. Pump error 23 not confirmed, no primary alarms noted to cause unexpected pump error 23. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.